Event description:
It was reported that prior to a biopsy procedure, the device allegedly had a suction problem. There was no patient contact.

Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one encor biopsy probe and vacuum assembly was returned for evaluation. During visual evaluation, the probe had residue with the aperture partially closed. The saline cap was not returned and the proximal retaining cap was glued to the probe. Upon functional testing, the probe was loaded into the in-house driver and calibrated successfully. The probed failed in maximum vacuum test and passed in vacuum differential test. Then the probe was inserted into a piece of beef and around the clock sampling was performed. Each time, the probe underwent the following processes: aperture opened, sample cut and sample deposited into the sample tray. The probe was able to obtain 6 samples successfully. Therefore, the investigation is confirmed for the reported suction issue as the device failed maximum vacuum test. A definitive root cause for the alleged suction issue could not be determined based upon the provided information. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 01/2022), h6 (method) h11: h6 (result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 01/2022).

Event description:
It was reported that prior to a biopsy procedure, the device allegedly had a suction problem. There was no patient contact.